Event description:
It was reported via repair work order that the side rail would not lock in place due to broken timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.